Event description:
It was reported that needle 30x1/2 rb cannula pierced the cap. The following information was provided by the initial reporter: material no: 305106. Batch no: 0051110. It was reported the needle was not attached properly. It had poked out a little bit from the cap. Verbatim: no specific procedure just opening up product. Just as the provider at the office was about to use the needle it was not attached properly. It had poked out a little bit from the cap, no needle stick had occurred.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305106 and lot number 0051110. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a needle assembly with the plastic shield. It has a double needle. It could be possible for this defect to occur during the assembly process. During production, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, the misfeeding of the cannulator may have induced the double needle. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. H3. Other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30x1/2 rb cannula pierced the cap. The following information was provided by the initial reporter: material no: 305106, batch no: 0051110. It was reported the needle was not attached properly. It had poked out a little bit from the cap. Verbatim: no specific procedure just opening up product. Just as the provider at the office was about to use the needle it was not attached properly. It had poked out a little bit from the cap, no needle stick had occurred.